Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse called and reported that the customer received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 400 mg/dl at the time of the incident. The customer was at 175 mg/dl at the time of admission. The customer used manual injections to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery at the beginning of the event. Troubleshooting was not completed as the caller declined. The customer reported issues with infusion sets and sites. The insulin pump will not be returned for analysis.